Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient had an issue with the infusion set as the infusion set cannula was crimped which led to high bg. The infusion set was inserted on abdomen and the patient replaced infusion set and resumed insulin deliveries successfully.